Manufacturer narrative:
Eval summary: the tibial baseplate and flange plug were not returned for eval, therefore the condition of the component is unk. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon found the flange plug to be detached from the tibia plate. He wasn't sure whether it was detached at beginning of or during surgery.